Event description:
It was reported that the right ventricular lead was exhibiting noise and causing presyncopal symptoms. The pacemaker was oversensing. The pacemaker and lead were explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of oversensing and noise was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.